Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient was experiencing a burning sensation in their feet. It was reported that the burning sensation was always present but when stimulation was on it was worse. It was reported that the patient received alcohol shots that worked for about five months and last week they received steroid shots, but this didn¿t resolve the issue. The patient¿s impedances were checked and found to be within range. It was reported that they were going to attempt reprogramming to help with the burning sensation in the feet. Additional information was received on 2017-01-27 from the manufacturer representative reporting that the patient reported that the stimulator worked for approximately 6 months at relieving the burning pain in both feet. About (B)(6) ago they noticed the burning sensation increasing when the stimulator was turned on. The patient saw a podiatrist who gave them alcohol and steroid injections which were reported to no longer be effective at relieving the burning foot pain. The manufacturer representative attempted to reprogram the stimulator by increasing the voltage and trying various pulse-width settings to see if that had any bearing on relieving the burning foot pain. However, the foot pain continued to increase when the stimulator was turned on. It was reported that the patient would contact the surgeon¿s office to schedule an appointment to discuss the next steps in their treatment plan.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.